Event description:
The pump overran fluid during the shoulder case and the pt experienced swelling to the shoulder. There were two pumps used in the procedure with two different serial numbers. Sales rep, indicated he noticed that both pumps were doing the same thing. There was an eight minute delay reported. The pt was released as normal and swelling went away during recovery. The pt is recovering at home.

Manufacturer narrative:
Could not duplicate complaint. Unit passed fms evaluation and functional tests with no problem found. K-7627.